Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product/provided pictures identified that the pad of the metal impactor fractured. The fracture surface visually align with an overload fracture failure mode. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor broke on the back table while assembling the glenoid. During setup on the back table, the impactor fractured while the glenoid was being assembled for the procedure. The breakage was identified prior to use in the patient. No additional measures or patient treatment were required, and the event did not cause a delay to the surgery. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.